Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 220 mg/dl at the time of incident. The customer stated that the battery was not previously used and the battery cap was not loose, cracked or damaged. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.